Manufacturer narrative:
The explanted parts have not yet been returned to the manufacturer for evaluation however, a review of the manufacturing and inspection records was performed and there were no discrepancies found. X-rays have not been made either available for review. Without the actual parts testing available at this time, no firm conclusions can be drawn as to the cause of the incident.

Manufacturer narrative:
This is a follow-up report to confirm that the explanted parts were sent to pathology and then outsourced to a lab by the hospital; the implants were lost and are not returning to manufacturer for evaluation as initially expected. K2m reviewed the risks reports associated with the component listed in this report and they properly include concerns raised in this MDR. No additional hazards have been identified, the current severity and frequency values are satisfactory and the current mitigation steps in place are satisfactory. K2m is not expecting to be able to receive/find additional information in regards to this event.

Manufacturer narrative:
Follow-up #2 and final report issued to confirm that the initial reporter indicated via email to manufacturer that the patient is doing fine. No additional information expected to be received in regards to this event and k2m considers this to be a closing report.

Event description:
During follow-up x-rays about 2 months post-op, it was noticed that the rail/transition rod had fracture. Patient was revised.